Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified bent shaft and reddish material with a hole in the surface of the pebax. It was initially reported by the customer that the qdot micro¿ catheter had a "crazy high force" displayed on the carto® 3 system. The caller stated the value was 60+ and there were no errors displayed on any system. The cable was replaced without resolution. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 4-aug-2024, the bwi pal revealed that a visual inspection of the returned device found a bent shaft and reddish material with a hole in the surface of the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening evaluation of the returned device was performed following bwi procedures. Visual analysis revealed a bent shaft and reddish material with a hole in the surface of the pebax. When the force feature was tested, a hi-force alert appeared on the system. Failure analysis did not reveal any electrical issues in the printed circuit board (pcb). A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer, confirming the customer complaint. The potential cause of the shaft and pebax damage could be related to manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the hole in the pebax and the force issue reported by the customer. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).